Event description:
The hospital reported that post use/procedure of an endoscopic vein harvesting procedure using vasoview hemopro 2. They recently had a vascular patient for whom they harvested cephalic/basilica vein the patient is now exhibiting signs of a median nerve injury.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25142470, 2514643, and 25146307; the last 3 lots shipped to the account prior to the event/aware date. There were no ncmr¿s recorded in the lot history. H3 other text : device discarded.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device evaluated by MFR: device discarded.

Event description:
The hospital reported that post use/procedure of an endoscopic vein harvesting procedure using vasoview hemopro 2. They recently had a vascular patient for whom they harvested cephalic/basilica vein the patient is now exhibiting signs of a median nerve injury.